Event description:
We were using an invalid bed made by drive medical co. Ref. (B)(4). When the patient lost her balance and fell against the side rail, it bent out, almost letting her fall to the floor. The side rails are clamped to the frame. I think the clamp system is much too weak. I have reported this to the manufacturer. (B)(4).